Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: d314trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5568-53; ldn156860v, implantable pacing lead, implanted: (B)(6) 2012; 694765, implantable tachy lead, implanted: (B)(6) 2012.

Event description:
It was reported an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.